Event description:
Per customer request, an additional radiation shield arm carriage was installed on the same side as the overhead cable duct for the x-ray system. The aluminum cable duct is used for cable management. The radiation arm carriage struck the aluminum cable duct with enough force causing the cable duct to break away from the ceiling suspension. The cable duct with attached cable hose fell from the ceiling and stopped about four feet off the ground.